Event description:
Medtronic received a report that after consecutively attempting to use 2¿3 coils, none could be advanced into the microcatheter. The microcatheter issue was suspected, and the microcatheter was replaced with a new one (echelon 10). After replacing with a new microcatheter, the qc-3-6-helix coil could not be advanced into the echelon microcatheter. Unable to detach the qc-1.5-2-helix coil.  The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID qc-3-6-helix (lot: 228893095); implant date n/a; explant date n/a. Product ID 145-5091-150 (lot: d025844); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.